Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. Following troubleshooting, the customer indicated that she does not always separate the parts to clean them. A replacement pump was sent to the customer. Multiple attempts to follow up with the customer to get additional information went unanswered. The device was evaluated with the customer's parts as received and it failed vacuum testing. The vacuum test was then conducted using a lab kit with the customer's pump and it passed. Refer to attached product evaluation. When a pump fails with the customer kit, but not the lab kit, any issue is typically attributable to the kit, not the pump. In this case, it was noted in the evaluation that the customer's connectors, tubing and valves had residue on them and the customer's valves were not laying flat. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the suction on her pump in style advanced breast pump was low. She stated that she had mastitis twice, the last time being (B)(6) 2017, and both times went to the emergency room and was placed on an IV and antibiotics.